Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that metal shavings fell out during surgery". The shavings were coming out of the metal wheel of the rod and were outside of the surgical field. All of the chips (shavings) could be recovered in all three cases. The procedure was completed successfully. No surgical delay or prolongation and no medical/ surgical/ diagnostical intervention required. No negative impact in state of health reported.